Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action, which applies to a subset of devices distributed and implanted outside of the united states. The patient's condition before, during, and after the procedure was good with no issues.